Event description:
We have been informed that during a posterior procedure, the eye started to go soft while the infusion line was connected and working according to the machine. The tech found the connection at the stop cock was loose and there was a leak there. When it was fixed, all steps on the machine went red and the bss bottle was noticed to be empty. The bottle was then replaced and the case could proceed. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Final: in regard to the reported event no product was returned for investigation, only logfiles were provided for review. Analysis of the logfiles showed one occurrence of a pum67 error message. This indicates that there might have been an issue with the irrigation pressure being too low, probably due to the problems with the connection of the irrigation tubing during setup: the 3-way stop cock was loose and leaking and, probably as a consequence, the bss bottle empty. After tightening the 3-way stop cock and replacing the bss bottle the surgery could be continued and the error did not reoccur. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint previously or since. Based on the information available, it was determined that the reported event cannot be attributed to the eva surgical system subject to this event, but most likely occurred due to an unintended user error. Result of assessment: trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.